Manufacturer narrative:
H4: the lot was manufactured from june 23, 2020 - june 24, 2020. H10: the actual devices were not available; however, a photograph of the device was provided for evaluation. Visual inspection was performed on the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume infusors ruptured. The issue was identified during filling. There was no patient involvement. No additional information is available.